Event description:
A software malfunction was detected by a customer prior to treatment. No patients were affected. The first treatment fraction had been performed and was to be reviewed in oir. There was an error message saying that the review files were not available. User called support. It was verified in raycare pacs that data was indeed available. The treatment image was then opened in raycare image viewer and it was noticed that the image registration was not done with the planning image set. The registration object used was correct, but the registration was done on the wrong image set. The bug is that the sw selects the first image set with the same frame of reference, rather than selecting the planning image set.

Event description:
Follow-up of report rsl: MDR 3007774465-2023-00018 65340 rc offline image review. A software malfunction was detected by a customer prior to treatment. No patients were affected. The first treatment fraction had been performed and was to be reviewed in oir. There was an error message saying that the review files were not available. User called support. It was verified in raycare pacs that data was indeed available. The treatment image was then opened in raycare image viewer and it was noticed that the image registration was not done with the planning image set. The registration object used was correct, but the registration was done on the wrong image set. The bug is that the sw selects the first image set with the same frame of reference, rather than selecting the planning image set.

Manufacturer narrative:
A software implementation error has been identified. In the event that a clinical decision is based on the incorrect image registration display, this could lead to inappropriate patient positioning for the next treatment fraction. This could lead to local over-dose in a risk organ and/or under-dose to target.